Manufacturer narrative:
Following a detailed device analysis it was noted by the complaint investigation site (cis) that the condition of the returned unit was consistent with the complaint incident. Visual examination of the returned device found that a proximal strut was lifted at the proximal edge of the stent. No other issues were noted with this device. The stent damage that is present is more consistent with the proximal edge of the stent getting caught on a foreign object during withdrawal, rather then the initial difficulties experienced by the physician during attempts to cross the lesion. It is noted that this device was changed for a smaller 4.5 mm liberte device and the procedure was completed successfully. The actual size device used for this procedure initially may have been the contributory factor for this complaint incident. The most probable root cause for this complaint will be categorized as operational context because performance was limited due to anatomical/procedural factors encountered during the procedure. A corrective and preventative action has been raised to address complaints reported for catheter difficulty crossing the lesion and stent damage. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion however, analysis completed on (B)(4) 2008, stent damage was discovered. The lesion being treated was located in the proximal right coronary artery (prox rca). The physician attempted to place a 5.00x24mm liberte' monorail stent in the target lesion. The stent was unable to cross the lesion. The stent was removed and analysis determined there was stent damage. No pt complications were reported. Pt status reported as "good". The procedure was completed with 4.5 liberte' stent.